Event description:
Needle broke during injection (medical device complication). Injection site infection (injection site infection) rash. Case description: this spontaneous case, reported by a pharmacist from ireland as "needle broke during injection, rash and infection in stomach sites" concerns a man who has been using novofine (31g) needles in a flexpan (insluin delivering device) for three years due to diabetes melitus (type and duration unknown.) It is reported that two needles stems were broken before they were taken out of the package and some broke during injection. On an unknown date the pateint experienced rash and an infection at the injection site, which was treated with an unspecified antibiotic. After a while treatment was changed to a stronger antibiotic and the patient was advised to use his upper leg and not the stomach for injection. The patient reportedly changes the needle after each injection. The outcome was not reported.